Manufacturer narrative:
Device photo evaluation: device photograph(s) for the device related to the reported event of capsular contracture visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV via ultrasound, as per patologic anatomy report: presence of abundant esclerosis, histiocitary reaction and exogene material. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV via ultrasound, as per patologic anatomy report: presence of abundant esclerosis, histiocitary reaction and exogene material. Device has been explanted and replaced with non allergan device.